Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the device was interrogated the device was at recommended replacement time (rrt). There was no patient involved. The device was not implanted. No patient complications were reported as a result of this event.